Event description:
It was reported via repair work order that the motion interrupt pan was not working due to wrong size washers being used. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer to repair.